Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that a patient¿s ins was implanted ¿the wrong way¿. Patient stated that their last ins was flush but this one stuck out and was "obviously in there sideways¿. Recharging took patient ¿hours and hours¿ over a couple days due to ins positioning. Patient stated they are lucky to get two coupling boxes and they were always losing synch with the recharger. Difficulty recharging started after ins replacement and patient stated it needed surgical correction. Patient was feeling stimulation. Additional information received reported that the patient had met with a manufacturer¿s representative, but it was stated that the date was unknown. It was stated that the healthcare professional (hcp) had ordered x-rays and had not been given a report. It was stated that the hcp was not going to re-operate since the patient was able to recharge and the system was functioning properly. It was reported that the patient was receiving proper stimulation. Additional information was received from the patient. It was reported that the ins was repositioned in (B)(6) 2015 because it was "flipping and floating around in the pocket" since 2013. The patient stated the repositioning was successful. No further complications were reported or expected.